Event description:
A pt services rep (psr) contacted lifecor customer support to report that one of her battery packs will not start the monitor. Support sent the psr a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but is probably random component failure. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The psr received a replacement battery pack.